Manufacturer narrative:
Section e1: establishment name: (B)(6). It was noted that the device was cleaned, disinfected and sterilized prior to being returned to olympus. The customer could not identify the foreign material. There was no delay in precleaning and no issues with reprocessing. The device was returned for evaluation and the customers allegation was not confirmed. It was noted that the bending angle in the up direction and play of the up/down knob were out of standard value due to wear of the angle wire. There were scratches noted throughout the device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to olympus, that the gastrointestinal videoscope cleaning brush got stuck when it was inserted and the angle was down. Inspection and testing of the returned device found that the nozzle had foreign objects. There was no patient harm or user injury reported. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. Upon further analysis of the material, it was found that the components were similar to the glue used during manufacturing to reinforce the distal end and bending section cover. It is likely, this glue had somehow peeled off and entered the air/water nozzle. However, calcium, which is not included in the glue, was also detected in the components. Therefore, the material could not be conclusively identified. Additionally, the cause of the material remaining in the device could not be specified. The event can be detected by handling the device in accordance with the following instructions for use (IFU): chapter 3 "preparation and inspection¿ section 3.3 "inspection of the endoscope" and 3.8 "inspection of the endoscopic system" "9 inspect the air/water nozzle at the distal end of the endoscope for any irregularities such as abnormal swelling, bulges, and dents. ¿inspection of the objective lens cleaning function¿ inspection of the water feeding function 1 keep the air/water valve¿s hole covered with your finger. 2 depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens" olympus will continue to monitor field performance for this device.